Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction. The patient had trouble working with the ms pump because he said it was too hard. The pump was explanted and replaced with tenacio pump. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.